Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, displacement test but prime alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test or verify excessive no delivery alarm due to prime alarm. Insulin pump received with cracked case at the display window corner, broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the device alarmed no delivery alarm. Customer's blood glucose was unknown. Drive support cap was damaged. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.